Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare professional (hcp) on 2016-06-16. The pump was used to deliver morphine (5 mg/ml at 0.704 mg/day) and bupivacaine (5 mg/ml at 0.704 mg/day). The patient¿s health problems included hypothyroidism (onset (B)(6) 2016), depressive disorder (onset (B)(6) 2016), carpal tunnel syndrome r>l (onset (B)(6) 2014), intestinal volvulus (onset (B)(6) 2013), degenerative joint disease of shoulder region (onset (B)(6) 2013), lumbar post laminectomy syndrome (onset (B)(6) 2012), spinal stenosis ((B)(6) 2014), backache (onset (B)(6) 2012), fitting procedure (onset (B)(6) 2013), and neck sprain ((B)(6) 2014). The patient¿s concomitant medications include amphetamine salt combo, bd luer-lok syringe, bupropion hcl xl, ciprofloxacin, clonazepam, cyanocobalamin, denta 5000 plus, duloxetine, estradiol, linzess, oxycodone, trazodone, and venlafaxine. The patient¿s allergies include fentanyl, keflex, and penicillin. The patient¿s medical history includes adhd, allergies/hayfever, anxiety/depression, arthritis, blood transfusion, brain tumor (pineal gland cyst), epilepsy/seizures, headaches, hospitalizations, and hypothyroidism. The patient¿s surgical history includes pump revisions from (B)(6) 2015. The patient also has a history of previous falls, weakness or unsteady gait, taking medications affecting mental status or activity, history of seizures, dementia, convulsions, or disorientation, altered elimination, impaired mobility, and the patient¿s abilities, barriers to learning, readiness to learn have been identified (written). The hcp reported that the patient first started experiencing the pump being at risk of protruding on (B)(6) 2015 and it was noted that the patient was very thin and underweight. At a follow up appointment on (B)(6) 2016 to follow up for infection, the patient reported continued pain from the pump site. The patient had a fever in the past week and there was no drainage from the site. Upon examination there was minimal tenderness to palpitation around the pump, no erythema, no induration, no fluctuance, and the incision was clean, dry and intact. It was noted that there were no signs of infection, cultures taken on (B)(6) 2016 were reviewed and all were negative from aspiration, the pump was interrogated and no changes were made to the pump settings. A gi referral was made for constipation, and patient will follow up with psychiatrist for depression. Post-laminectomy syndrome was also noted. At an examination on (B)(6) 2016 the patient was doing well, but concerned with the pump protruding in from their abdomen. There was no erythema at the pump site and no signs of infection. The patient¿s pump was refilled on (B)(6) 2016 and at that time the patient¿s pain level was a 7. It was noted that the patient¿s improvement since pump insertion was 50%. The expected drug volume was 12.5 ml and the aspirated volume was 12.5 ml. The pump was refilled with 20 ml and the dose and concentration remains the same. The patient¿s next refill date is (B)(6) 2016. It was noted that the patient was to see the plastic surgeon for a possible pump revision on (B)(6) 2016. At an examination on (B)(6) 2016 it was noted that the patient has a complicated medical history of back pain that started in 1999 with a discectomy and laminectomy. The patient had ongoing back pain and had received intrathecal morphine pump that was placed in 2002. The patient does receive back pain relief from the pump but has numerous complications from the pump. It was noted that the patient¿s pain score was at an 8. During the examination the hcp observed multiple abdominal wall scars. The patient had a midline hypertrophic scar consistent with a previous midline laparotomy from the patient¿s cecal volvulus surgery. The patient had left lower quadrant scars from previous placement and subsequent removal of an intrathecal pump. The patient had a right lower quadrant pump with a small area of overlying skin irritation/erythema but no ulceration. It was noted that the tissue over the pump is contracted. It was also noted that there was no palpable abdominal wall fascia defect on the abdominal wall when the abdominal wall was stressed e.g. During a sit up or straight leg lift test. There was no palpable abdominal diastasis and subcutaneous fat between the abdominal scars on the patient¿s abdominal wall. The abdominal skin quality demonstrates good tone. It was noted that the patient would like the pump removed/revised. It was noted the patient has excess adiposity in the abdominal wall tissue between the scar tissue. The patient has a challenging problem because they have a thin body habitus and needs additional soft tissue coverage of the implantable device. The patient has had numerous surgeries for the same problem.

Event description:
Information was received from healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving unknown medication(s) at unknown dose/concentrations via an implantable pump for non-malignant pain. It was reported a plastic surgeon had notified the rep that the patient was very thin as well as very active and that their pump was at risk of protruding through their skin. It was also noted the patient liked to do sit ups. The patient had been consulted to revise the pocket. A request for revision suggestions had occurred. Surgical intervention was planned but had not yet been scheduled. The exact state of the pump pocket was not known. The event date was not able to be obtained. No diagnostic testing or troubleshooting was performed. The issue was not considered resolved at the time of report. The patient's status at the time of this report was listed as "alive - no injury". Upon further follow up being conducted to obtain additional information, it was reported the rep had not had seen the patient since being notified there was a risk for erosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.